Manufacturer narrative:
This device referenced in this report was returned to olympus, but no evaluation was performed. The exact cause of the reported event could not be conclusively determined at this time. The manufacturing record of the device was reviewed with no irregularity found. If additional information becomes available at a later time, this report will be supplemented.

Event description:
The subject device was used for a lobectomy procedure, and the procedure was completed. After the patient left the room, it was noticed that the glue of the covering of bending section of the subject device was missing for approximately half round. A part of the missing glue was found. There was no patient injury reported.